Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use that the customer had box of 25 g x 1 in. Bd safetyglide¿ needle mixed product. The product is 5/8 instead of 1inch. The 5/8 in were individually packaged with a label for 1 inch needles. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: sample evaluation: two shelf cartons of safetyglide needles from batch #6001842 were received by bd canaan. Each carton contained 20 packaged needles. Mixed product defect was confirmed. This complaint was confirmed to be within the scope of a known issue. Quality has previously reviewed, evaluated and investigated this failure mode. A situational analysis and CAPA exists to further investigate. Investigation conclusion: this complaint was confirmed to be within the scope of a known issue. Quality has previously reviewed, evaluated and investigated this failure mode. Refer to (B)(4). No further action is required at this time.